Event description:
It was reported that during a thoracotomy procedure, there was a perfect staple line formation on the specimen side, and there was bleeding out of the pulmonary vein on the patient side because there were no staples. The physician sutured the vein. There was some bleeding and about 15 minutes of extended or time.